Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that a non-dependent, asymptomatic patient presented in clinic with two episodes of non-sustained oversensing due to post-paced t-wave oversensing. Programming changes were recommended.

Event description:
New information received on (B)(6) 2018 indicated that additional post-paced t-wave oversensing episodes were observed. Programming changes were made and further testing was suggested.